Manufacturer narrative:
H3: analysis found that visually, there was a reddish-brown residue on the outside diameter of the cuff balloon. Under magnification, there were small voids in the blue with stripe and red with white stripe trace pads. Electrically, the resistance from end to end shall be less than 200 ohms, and the actual measurements were 34 ohms (blue), 16 ohms (blue with white stripe), 44 ohms (red), and 21 ohms (red with white stripe) which all electrodes were in specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. There was no intermittent behavior while manipulating the traces or wire harness. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy utilizing trivantage tube and nim vital. Mdt representative made aware of "noisy nims" by materials management during case. Mdt representative arrived as procedure was closing. Surgeon indicated channel 1 vocalis was abnormally noisy during the procedure. The first nim vital and (wired) pi box indicated a channel 1 lead off, and channel 1 was noisy. A second nim vital and wired pi box were they used instead, with channel 1 continuing to be noisy and reporting an out of range message. A third nim vital and wired pi box were used for the remainder of the case. Channel 1 vocalis continued to be noisy. The procedure was performed successfully per surgeon anesthesia confirmed proper nim tube placement prior to extubation. Surgeon mentioned the trivantage tube could be the cause of the noisy channel 1, as it happened with multiple nim vital machines. The procedure was completed with the reported product(s). There was no patient impact.